Manufacturer narrative:
(B)(4). Melted sleeve. The analysis results found that it was received out of its original package. Upon testing of the device and in order to evaluate the incident reported, the lens of the obturator was found to be in good condition; without any anomalies noted. No conclusion could be reached as to what may have caused the event reported. In addition, the tip of the sleeve was noted melted. One possible cause for this type of damage may be interaction with an energized device used during the procedure. Caution should be taken to avoid contact between an energized device and the trocar during the surgical procedure. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a gastric bypass procedure, there was a defect on the clear tip when it was removed from the package. It was not used and will be returned.